Event description:
The pt has end-stage renal disease and underwent placement of an arteriovenous fistula on 6/2/97, and also a perm-cath. On 6/3/97 it came to the attention of the hospital staff that the pt had pain, swelling, and blisters of the arm. The pt was transported to the operating room and the physician determined the symptoms might be a reaction to the graft or an infection and therefore the graft was removed.